Event description:
Additional information was received that the device has been explanted and replaced. There were no additional adverse patient effects. It was reported that this patient's device is under advisory for premature battery depletion. This device has depleted from 55% to 14% battery after approximately four months. Remote device analysis was performed and premature battery depletion is suspected. Replacement was recommended, however the device remains in service. No adverse events were reported at this time. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this patient's device is under advisory for premature battery depletion. This device has depleted from 55% to 14% battery after approximately four months. Remote device analysis was performed and premature battery depletion is suspected. The device was explanted. There were no additional adverse events reported. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this patient's device is under advisory for premature battery depletion. This device has depleted from 55% to 14% battery after approximately four months. Remote device analysis was performed and premature battery depletion is suspected. Replacement was recommended, however the device remains in service. No adverse events were reported at this time. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.